Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "implants put in and 1 popped. It's saline and had it in for 6-7 months. The other one has always been bubbly (a little bit extra on the bottom, not feeling round). The other one has softer bubbles and it's a weird shape." Device remains implanted.